Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that degree misalignment and power discrepancy occurred with an implanted intraocular lens (iol) after surgery. The iol had been removed in secondary procedure and replaced with one diopter higher power toric company lens.

Manufacturer narrative:
Additional information was added in b.6., d.5., d.6.a., d.6.b., d.10., e.1., h.3., h.6. And h.11. The product was returned for analysis and no problem was observed with the returned intraocular lens (iol). The device was not returned, only iol was returned. The iol was returned loose in a plastic bag. Solution is dried on the iol. One haptic is broken/torn and is returned. The iol met specifications when dimensionally measured for edge, thickness, plan view and toric marks location. One haptic could not be measured at the gusset area due to the condition of the returned sample. Returned photo shows iol on, what appears to be a label with product details. One haptic is broken/torn. The root cause for the reported complaint could not be determined. The reported "degree misalignment" causing the power discrepancy cannot be confirmed. The iol (optic and one haptic) met specifications when dimensionally measured for edge, thickness and plan view. Both sets of toric marks are in the correct location in the haptic/optic junction. Instructions for use (IFU) states: "misalignment of the axis of the lens versus the intended axis of placement may compromise its astigmatic correction. Such misalignment can result from inaccurate keratometry or marking of the cornea, inaccurate placement of the toric iol axis during surgery, an unanticipated surgically induced change in the cornea, or physical rotation of the toric iol after implantation. In order to minimize this effect, the surgeon should be careful to ensure that preoperative keratometry and biometry is accurate and that the iol is properly oriented prior to the end of surgery". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).